Manufacturer narrative:
Testing on patient interfaces returned for suction issues consistently yielded passing results. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction. Failure analysis shows the problem cannot be reproduced under static laboratory conditions. The patient interface shows no issue which can contribute to the reported issue. Reports of suction issues with the patient interface are patient and user related. (B)(4).

Manufacturer narrative:
Sample has not been returned for evaluation. Reports of suction issues are patient and user related. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient interface lost suction during a laser procedure. The patient interface was exchanged and the procedure was completed with no harm to the patient.